Manufacturer narrative:
The investigation for the limb ischemia and the low pump flow has been completed. Data was not returned for review. Pump was returned in damaged condition (catheter was cut off & missing pump plug). Visual inspection found no issues on the pump. Based on clinical description and product analysis, the root cause of low flow was most likely patient condition as it was resolved by increasing the volume. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed as noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support and while on support, there were suction alarms. The patient received two units of packed red blood cells, 1.5 liters of albumin and one unit of fresh frozen plasma. The suction alarms resolved. Additionally, there was concerns for blood flow. The patient's hand was cool and numb. Arterial duplex scan showed no radial or ulnar flow and minimal axillary and brachial flow. The impella was explanted. The patient survived the explant.